Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon resection procedure, the tip broke off the device. It was not reported if the tip fell into the pt. The site used a new device to complete procedure. There was no pt consequence.